Manufacturer narrative:
Investigation summary: bd received 1 contaminated sample and 1 photo for investigation. The photo and returned sample were reviewed and the indicated failure mode for leakage past stopper with the incident lot was observed. Additionally, 5 retention samples from bd inventory, were evaluated by functional draw testing and the issue of leakage was not observed. Bd was not able to determine a definitive root cause for the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when using the abg device, blood leaked from the plunger."